Event description:
The reporter stated that the event involved an adult pt surgically prepared for surgery and intubated. Skull pins using 80 lbs of pressure to stabilize the head in the device were applied by the neurosurgeon. Within twenty minutes into the surgery, upon pressure applied by the surgeon, the pt's head slipped by one click. The reporter stated that no pt injury occurred at the time of the event.

Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.